Event description:
It was reported that bd a-line¿ had tubes that were deformed and leaked samples during transport. Date of event 06/07/2023 report 2 of 4. The following information was provided by the initial reporter: the customer reports that the black inner rubber of the plunger of the 3ml gasometry syringe (code 365060) is deformed. When the collector does not observe this deformation before collection, sample leakage occurs during transport. He also reports that this case was not the only one, 4 events had occurred so far, 3 of which were noticed after the collection and one before the puncture.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for eval? Yes. D.9 returned to manufacturer on: 2023-25-07. H.6 investigation summary: bd received 10 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for deformed plunger stopper was observed. The customer samples were evaluated by visual examination and the indicated failure mode for deformed plunger stopper with the incident lot was observed in 4 of the samples. The other 6 samples were evaluated by functional testing, each used to draw water, and no leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd a-line¿ had tubes that were deformed and leaked samples during transport. Date of event on (B)(6) 2023 report 2 of 4 the following information was provided by the initial reporter: the customer reports that the black inner rubber of the plunger of the 3ml gasometry syringe (code 365060) is deformed. When the collector does not observe this deformation before collection, sample leakage occurs during transport. He also reports that this case was not the only one, 4 events had occurred so far, 3 of which were noticed after the collection and one before the puncture.